Event description:
It was reported by the customer that a pyxis medstation system had a failed main cubie drawer 3 in or11 and is showing not detected on bus. The customer rebooted the unit, but issue was still persistent there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer 3 has rows c&d off bus. The field service engineer reseated row board connections to resolve the issue. The fse confirmed that the there was no patient harm or delay. The system functioned as intended after the field service engineer troubleshooted the device.